Event description:
The injury occurred during surgery. During surgery it appears one of the drs punctured the pt's retina, causing a hole. This info was provided by iridex's chinese distributor. Multiple attempts were made to obtain additional info from the drs, but to date they have not responded. In regards to pt recovery, the info the co has rec'd is "pt does not bad effects and is still recovering".